Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revision due to radiolucent lines. This is patient's second hip revision.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding revision involving an unknown securfit shell was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Right hip revision due to radiolucent lines. This is patient's second hip revision.